Event description:
Complainant alleged that during biomed testing and routing preventative maintenance, the technician was unable to rotate the pacing knob. There was no pt involvment in the reported malfunction.